Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified in proximal right coronary artery (rca). A 3.00 x 16mm synergy xd stent was advanced for treatment over a non- boston scientific wire. However, when the wire was removed the stent remained in vessel without being on the wire. The physician did not recognize that the wire was pulled back and made multiple attempts to push the stent forward. When removing the stent delivery system from the patient, it was noted that the stent was no longer on the balloon and was visualized undeployed in the proximal rca. Attempts to snare the stent were unsuccessful so the physician the crushed the dislodged stent against the vessel wall and covered it with another 3.00 x 20 mm synergy xd stent. The procedure was completed successfully without any further patient complications.